Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they compared results of six patient samples tested for troponin t quantitative (tnt) from two different cobas h 232 analyzers. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The results for four patient samples tested with the cobas h 232 analyzer were said to be "borderline" when compared to negative results from a second cobas h 232 analyzer. The customer noted that it was not the first time they had been getting "borderline" results from the first cobas h 232 analyzer, but because controls were acceptable and they had no other comparison, they continued to use the analyzer. Data was provided for a total of 5 patient samples. All 5 samples were found to have erroneous results that were reported outside of the laboratory for tnt. All 5 samples resulted as 50-100 ng/l when tested on the first cobas h 232 analyzer. The 50-100 ng/l results are reported outside of the laboratory as "borderline". The samples were repeated on the second cobas h 232 analyzer and the repeat results for all samples were "negative". The patients were not adversely affected. The serial number of the first cobas h 232 analyzer was (B)(4).

Manufacturer narrative:
Investigations were performed with retention materials and all measurements performed with these materials fulfill requirements.